Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the lower case was broken and the interconnect flex was out of specification.

Event description:
It was reported to the biomedical department that the external pulse generator (epg) would not capture. The biomedical department tested the epg and could not reproduce the issue. The device is being returned for service. No patient complications have been reported as a result of this event. It was further reported the patient was brought to the cardiovascular unit (cvu) from the cath lab with a temporary single chamber pacemaker. The patient started having pauses, tried to turn on pacemaker and it did not capture. The device was changed out for a working dual chamber pacemaker. A defective sticker was put on the single chamber device. No further patient complications were reported as a result of this event.